Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was 199 mg/dl. The customer stated that he had a sensor that did not have a cannula. The customer received sensor error issues when he restarted the sensor. The sensor did not have a long shelf life. The customer will be sent replacement sensors.